Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the review of the design history record, all required documents are present in the DHR. Upon review of the risk analysis and functional / design requirement, it was determined that this device met those requirements, and these requirements were not attributed to the cause of the complaint.

Event description:
During a follow-up with the surgeon on a cranioplasty procedure performed by the surgeon, it was reported to the sales consultant that the peek psi did not fit great. The implant required revision work and the surgeon then had to titanium gap plate the posterior defect. The surgeon reported that it was a complicated implant. The patient also has a pre-existing titanium mesh implanted.